Event description:
Reportable based on device analysis completed on 16-mar-2015. It was reported that guide wire unraveling occurred. An st/035/145 amplatz super stiff¿ guide wire was being used with a drainage catheter to treat an abscess. However, as the physician was removing the wire out of the drainage catheter, the coils on the wire loosened and the inner portion of the wire threaded. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed core wire break.

Manufacturer narrative:
(B)(4). Unit returned with its original pouch. Visual inspection was performed and the device presents the wire kinked and the distal end severely damaged (coilwire unraveled and corewie broken). All the outer diameter (ods) taken were compared and all of them are according to specifications. The guidewire overall length could not be measured due to the condition of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).